Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) underwent a radio frequency (rf) ablation procedure in their neck area during which they received a possible inappropriate shock during the procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.